Event description:
Unable to transfer blood from collection chamber to blood bag. Although initially reported that no clots were observed, subsequent conversation rptr revealed that clots were present.